Event description:
Caller reported that temperature alarms 10 and 11 occurred while the pump was charging with tandem supplies, though it was not exposed to extreme temperatures. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed that the pump needed to be replaced under warranty, and a replacement pump with serial number 1417610 was issued to ensure no interruption in insulin delivery. The customer's shipping address was confirmed, and instructions for storage during transport were provided.